Event description:
It was reported that when the ventilator was being set-up for use on a patient, it had an audible alarm but there was no alarm at the nurse call station. The ventilator was not connected to a patient when the reported problem occurred.